Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, mental pain and suffering, and physical pain and suffering including, but not limited to, vaginal pain, vaginal bleeding, painful intercourse, incontinence and severe infections. No add'l info was provided. On (B)(6) 2007 pt underwent second surgery to "excise" the product. On (B)(6) 2009, pt had to go to the emergency room.